Event description:
Customer reported on a bravo capsule which failed to detach from esophagus. The patient had the capsule placed on (B)(6)2009, but the capsule appeared to be retained on the barium study. Patient also had symptoms of chest discomfort.

Manufacturer narrative:
The patient's physician received information on a technique to detach a retained capsule as well as an approach to chest pain following the bravo procedure from given imaging.